Event description:
Philips received a complaint from the biomedical technician, reporting that the v60 ventilator displayed an "internal battery low" alarm. It was unknown how the issue was found. No patient or user harm reported. The technician reported that the v60 ventilator displayed an "internal battery low" alarm. The device was plugged in and charged for 12 hours, but the alarm still appears. The device was evaluated by a biomedical engineer (biomed), and it was reported that the device would not charge. The biomed replaced the power cord, and charged the device. The device was reported to have been returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Multiple good faith efforts (gfe) were performed for further details regarding use when issue was discovered; however, no response was provided. No further details could be obtained regarding the event. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.